Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the flow/bubble sensor would display wrong values. With clamped tubes, the flow should read zero, but it increased after the flow was set to zero. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow/bubble sensor would display wrong values. With clamped tubes, the flow should read zero, but it increased after the flow was set to zero. The flow/bubble sensor was not defective, as the failure could be reproduced with another sensor by the customer. The failure occurred during cleaning of the device. A getinge field service technician (fst) was sent for investigation and repair. The flowboard digiflow-mini was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the date of event. A similar failure was investigated by getinge life-cycle-engineering (lce) on 2020-01-08. It is very likely that an unreliable plug connections on the digiflow mini-board led to the errors complained about. It was not possible to determine how this connection could be loosened. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defect in relation to the flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2023-09-22 for the period of 2017-03-28 to 2023-09-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-03-28. Based on the results the reported failure "flow readings fluctuating without flow" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.